Manufacturer narrative:
(B)(4) - the date of the onset of peritonitis was unknown, but was sometime before (B)(6) 2014 (when the patient was hospitalized).a review of all batch record documents was performed for potentially associated lot number h13l26030 and h13k04120 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment for peritonitis included vancomycin (dose, route and frequency not reported) and intraperitoneal (ip) fortaz (daily, but dose not reported). The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. At the time of this report, the patient has not yet recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 2.